Event description:
It was reported the person with diabetes has been receiving multiple line block alarms. These recurring alarms have caused significant distress, resulting in two consecutive sleepless nights. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.